Event description:
Additional information reported that the catheter connection was checked and during explant there was no catheter problem. The catheter was replaced after an unknown period of service life. The physician tested the pump and noted that it did not deliver the correct quantity. No rotor test was performed. There was no message indicating pump failure. The physician believed the drug delivered came from a different pharmaceutical company.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies, and the pump passed all non-destructive testing. The pump logs did not indicate any anomalies occurring at any time, and all testing showed that the pump was dispensing accurately. The catheter was not returned for analysis. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that volume discrepancies occurred. The physician replaced the pump and catheter. Patient had increased spasticity. The patient outcome was noted as alive with no injury or adverse event. The device was used to deliver baclofen (lioresal) additional information has been requested, but was not available as of the date of this report.